Event description:
Information received by medtronic indicated that the customer reported that the motor arm cannot communicate with the main arm (pump error 15 alarm), and had an alarm for low reservoir. Troubleshooting was performed. The customer was able to clear the alarm and received a request to rewind the pump. The customer stated that the alarm occurred during the basal. Advised the customer to program a 0.2 unit fill cannula into the air and the delivery was successful. The fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No pump error 15 was noted during boot up. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected low reservoir alerts or pump error 15 alarms noted during testing. The reservoir was set to have 25u of bolus in the pump and performed the manual bolus program to verify any low reservoir alert anomalies. Expected low reservoir alerts occurred at 20u and 10u of bolus. Pump successfully downloaded to thump. No low reservoir alerts were found on or near the event date in the pump downloaded history. Pump error 15 was found in the history files on 16-jul-2023 at 16:04:49.00. The electronic assemblies and motor assemblies were inspected and found dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and the force sensor. The following were noted during visual inspection: serial number label missing, overlay scratched, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, minor scratched lcd window. In summary, customers alleged low reservoir anomaly was not confirmed during testing. Pump error 15 did not appear during boot up or unexpectedly during analysis. Pump error 15 was not confirmed. Pump passed full drive test. No unexpected low reservoir alerts noted in pump history download. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Cosmetic damage confirmed at the battery cap contact during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.